Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg), failed preventative maintenance due to a broken ventricular lead connector. The output connector assembly was broken. It was also determined at analysis that the upper case was broken, and the encoder assembly was contaminated. One knob was contaminated, and the lower case was broken. The battery wire and display were pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed preventative maintenance due to a broken ventricular lead connector. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.